Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the pump had a pump error. Also, the customer stated they had high blood glucose and it was not lowering while bolusing. The customer's blood glucose was 7.1mmol/l.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications. The insulin pump passed self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was monitored for 24 hours, the battery was removed form pump and monitored for 10 minutes and the insulin pump power up properly after insertion of the battery and no pump error 23 alarms were noted. However, pump error 63 and pump error 4 were confirmed in the insulin pump history; the problem was isolated to the keypad assembly. The insulin pump had cracked keypad overlay at the select button, minor scratched display window, case and keypad overlay.